Event description:
This report was received from (B)(6) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the following information was reported. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same day. Treatment was not reported. The cause of the peritonitis was unknown. The consumer stated that the doctor thinks it's from a virus. At the time of this report, the patient was recovering. On an unreported date, dianeal therapy was withdrawn. An opinion of causality was not reported.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11d25048, h11f07058, h10k12043 and h11d12038 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The specific product code for the minicap transfer set is unknown. The brand name, manufacture and 510k however have been provided in this MDR. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.